Event description:
It was reported that the patient's pump was removed and replaced due to an elective replacement indicator (eri). The drug delivered was morphine.

Manufacturer narrative:
(B)(4). Final analysis of the device revealed s2 battery resistance high. The 5 ma 5 second pulse battery resistance was 343 ohms, which exceeded the battery specification upper limit of 317 ohms.